Event description:
Related manufacturer reference number: 2017865-2023-72621. It was reported that the patient presented to the hospital for a routine generator change procedure. During the procedure, the physician had failed to remove the right atrial (ra) lead from the header. The physician noted that part of the ra lead had stuck in the header and broke the header, in order to remove part of the ra lead. The physician elected to leave the chronic ra lead implanted and proceeded to attach the lead to the new device. The patient was in stable condition.